Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that one side of the device's jaw broke off during surgery and fell into the abdomen. The piece of the jaw was retrieved. There was no pt consequence.

Manufacturer narrative:
Tracking # 44834. Sent 12/07/1998. D5,6; h4: information not available, device not returned for analysis.